Event description:
It was reported that a 30mm amplatzer cribiform occluder was selected for implant on (B)(6)2024 using an 8f amplatzer trevisio intravascular delivery system. During the procedure, upon deployment the right and left discs of the device formed a mushroom shape. The device remained implanted. There were no interactions with cardiac structures. There were no angulations or kinks noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. The patient status was stable.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of both discs of occluder deforming into mushroom shape upon deployment was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Information from field indicated that the physician determined the mushroom shape to be acceptable and the device was released from the delivery cable. Please note that per the instructions for use, "confirm correct placement: if device placement is unsatisfactory or if the device does not reconfigure to its original shape, retract the device into the sheath and redeploy or replace with a new device."

Event description:
It was reported that a 30mm amplatzer multi-fenestrated septal cribiform occluder was selected for implant on (B)(6) 2024 using an 8f amplatzer trevisio intravascular delivery system. During the procedure, upon deployment the right and left discs of the device formed a mushroom shape. The device did not return it its original shape. The physician determined the mushroom shape to be acceptable and released the device from the delivery cable. There were no interactions with cardiac structures. There were no angulations or kinks noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. The patient status was stable.